Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The customer stated that the only key that worked was the down arrow button. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no express bolus button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.